Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover glue was peeling off. The customer¿s reported issue was confirmed as the scope was leaking from a hole/tear in the instrument channel. Fluid invasion/corrosion was found inside the control body, switch unit and at the identification chip. The electronic connector has a dent. Additionally, the ultrasound image has one broken element. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus service technician was informed that a customer evis exera ii ultrasound gastrovideoscope was returned to the service center for a reported ¿failed leak test¿. However, upon inspecting and testing, the adhesive at the distal end forceps cover glue was found peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling forceps cover glue likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.